Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right atrial implant. Upon initial placement the lead did not return satisfactory threshold measurements. The lead was therefore removed and replaced prior to pocket closure. No adverse patient effects were reported.